Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be rapidly depleting. Customer reported an elevated blood glucose (bg) level of 515 (mg/dl). A manual injection and non-tandem pump was used to stabilize bg levels. Customer indicated manual injections and a non-tandem pump were available for back-up insulin therapy.